Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was faulty during connection was confirmed. It was found that the cable resistance value was out of tolerance limits and that the motor rotation was blocked (rusted motor). The motor and the motor cable were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/16/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the 8022 handpc tornado shaver device was faulty during connection. During in-house engineering evaluation, it was determined that the motor on the device was rusty. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.